Event description:
Related manufacturer reference number: 2017865-2022-03011. It was reported that during initial implant procedure, the guidewire was not able to insert in patient's new implanted left ventricular lead. It was then reported that the guidewire was not able to be removed from the second implanted left ventricular lead. Both leads were not implanted during procedure on (B)(6) 2022. An alternate lead was implanted. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
The reported event of guidewire could not be inserted was not confirmed. As received, a complete lead was returned in one piece. The lead was tested with a guidewire and was able to be fully inserted and removed. No anomalies were found.